Manufacturer narrative:
(B)(4). Pump received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, motherboard, interface board, rf board, motor, vibrator and battery tube assembly during visual inspection. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive after contact with water. Blood glucose level at the time of the incident was 140 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.